Manufacturer narrative:
The actual device was received for evaluation in addition to a video of the sample. Visual inspection of the provided video showed external fluid leakage at the header. A leakage test of dialysate side was performed and a crack in the welding zone was found. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed at the bottom of a revaclear 400 during patient treatment. Treatment was interrupted and then restarted with a new dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.